Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. Customer support made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2015 with the following findings: during investigation, the pump¿s history was reviewed and showed the last basal delivery was on (B)(6) 2014. A loss of prime due low non-zero force was observed in the history. A review of the pump's black box data revealed that data from the event date had been overwritten due to continued use. During testing, the ez-prime sequence was performed successfully with no loss of prime or warnings/alarms occurring. The complaint of the occurrence of loss of prime was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.